Event description:
It was reported to philips, that the battery needs urgent replacement with device down the customer worked with the technical support representative. The customer was sent a quote for device servicing. The customer was sent a quote for device servicing. However, the quote expired. And customer has not been heard from in over 6 months. No further need for investigation at this time. The customer can call back at any time for further assistance.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery needs urgent replacement with device down. There was no reported patient involvement.